Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was only 5cc of water inside the syringe.

Manufacturer narrative:
The reported event was confirmed as supplier related. The evaluation found that there was plastic debris from the plunger stuck or trapped in between the gasket and the inner wall of the barrel. It caused void/channel and water leaked out. There was a possibility that this defect was created during molding or the syringe manufacturing process at the supplier side. The sample was sent to the supplier. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard silver lubri-sil foley tray consist of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was only 5cc of water inside the syringe.